Event description:
It was reported by service report that the fowler would not raise or lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - fowler, gas spring.